Event description:
Related manufacturer reference number: 1627487-2022-01410. It was reported that the patient experienced ineffective stimulation. It was discovered during an ipg replacement (related manufacturer reference number 1627487-2022-01408) on (B)(6) 2022, the leads had migrated. In turn, the physician explanted and replaced both leads. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.